Manufacturer narrative:
Analysis was normal. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented with chest discomfort. During an echocardiogram, one month post implant showed sub-clinical pericarditis. Patient was treated with medication. Post treatment echocardiogram was negative for pericarditis or pericardial effusion. The patient's right ventricular (rv) lead was explanted and replaced. The patient was stable.